Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid not staying closed. A technical support specialist (tss) reviewing mql (myqlink) bins identified an item assigned to bin 05-10, with no failed drawer indicated in the populate buttons screen. In the cubex application, there was no system prompt requesting users to close doors or drawers. Additionally, another employee was observed successfully logging into the cubex application and issuing the item without issues. The tss advised customer to request pharmacy to send a cubie restock in order to replace the faulty cubie. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie lid did not stay closed after opening to issue losartan 25 mg tablet. It was temporarily closed with the tape by the user. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.